Manufacturer narrative:
(B)(4). The reported complaint of system error 7 alarm is not able to be confirmed. No iabp part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
When the pump was used for rescue treatment, the screen of the pump suddenly failed and could not be operated. The screen indicated system error?(41), and the pump could not be started. Change another pump. The patient's current condition is reported as "fine".

Event description:
When the pump was used for rescue treatment, the screen of the pump suddenly failed and could not be operated. The screen indicated system error?(41), and the pump could not be started. Change another pump. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).